Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer stated that they initially thought the battery pack was new. Based on the serial number of the battery pack provided, the battery pack is not new - shipped 10/2019 and is fully depleted. The customer reported that they just took over the maintenance for this customer and does not know what has been done for maintenance up until now. Discussed age of unit and recommended unit get replaced due to age. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.